Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts. The customer initially used an alternate wall adapter to charge the pump, and then used another tandem wall adapter which successfully resolved the issue. The customer¿s blood glucose level was 108 mg/dl.